Event description:
Related manufacturer reference number: 2017865-2023-11676. It was reported that the patient's right ventricular lead exhibited high pacing impedance. The patient's implantable cardioverter defibrillator was also noted to be under advisory. The patient's right ventricular lead was explanted and replaced, and it was elected to prophylactically replace the device. The patient was stable.

Manufacturer narrative:
The reported device was returned due to advisory status. Final analysis found the battery depletion was normal. Based on this information, there was no evidence of premature depletion. No anomalies were detected.